Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number: 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number: 09n79-096, which received FDA eua approval and the alinity m resp-4-plex assay, list number: 09n79-095, which received FDA approval. As the event occurred over multiple run dates, the following mdrs have been submitted with the following date of occurrences: 3005248192-2025-00121, occurrence date: 20-mar-2025 3005248192-2025-00123, occurrence date: 28-mar-2025, 3005248192-2025-00124, occurrence date: 01-apr-2025, 3005248192-2025-00125, occurrence date: 02-apr-2025, 3005248192-2025-00126, occurrence date: 03-apr-2025, 3005248192-2025-00127, occurrence date: 05-apr-2025, 3005248192-2025-00128, occurrence date: 07-apr-2025.

Event description:
The customer reported 9 false positive rsv results on the alinity m resp-4-plex assay. The samples ids (sid) and run dates are as follows: sid: (B)(6), positive with 40.01 cycle number (cn) tested on (B)(6) 2025, sid: (B)(6), positive with 40.05 cn tested on (B)(6) 2025, sid: (B)(6), positive with 40.56 cn tested on (B)(6) 2025, sid: (B)(6), positive with 40.11 cn tested on (B)(6) 2025, sid: (B)(6), positive with 40.99 cn tested on (B)(6) 2025, sid: (B)(6), positive with 40.45 cn tested on (B)(6) 2025, sid: (B)(6), positive with 39.89 cn tested on (B)(6) 2025, sid: (B)(6), positive with 40.92 cn tested on (B)(6) 2025, sid: (B)(6), positive with 41.51 cn tested on (B)(6) 2025. The customer did not report any positive results to any patients. All results were reported as negative. There was no impact to patient management.

Manufacturer narrative:
The following corrections were made: section d4: update lot # from 414375 to 406302. Update expiration date from 27-feb-2026 to 06-aug-2025. Update primary unique device identifier (UDI) # from (B)(4) to (B)(4). Section h4: update device manufacture date from 28-feb-2025 to 20-aug-2024. Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The assay is performing as expected with correct interpretations. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 406302 is performing outside of established design performance specifications based on the elements reviewed in this section. Retain/file sample review: file sample testing was performed. The assay reagents performed as expected and met the assay specification requirements without any error/message codes or performance related flags on the run controls. The runs met all validity and acceptance criteria. A product deficiency could not be identified by the file sample evaluation for the alinity m resp-4-plex amp kit (list 09n79-090) lot 406302. Quality data review: device history record / batch record review: review of the manufacturing packets for alinity m resp-4-plex amp kit (list 09n79-090) lot 406302 (including the components) did not identify any issues which could result in the reported complaint. Additionally, the quality control (qc) testing for the alinity m resp-4-plex amp kit (list 09n79-090) lot 406302 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lot. Complaint history review: a complaint review was performed to identify any similar complaints to the ticket being investigated for alinity m resp-4-plex amp kit (list 09n79-090) lot 406302. Complaint trending was performed and did not identify a trend violation. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 406302 was not identified.